Event description:
It was reported, the leads were explanted due to infection. It was further reported that a transesophageal echocardiogram was performed and vegetation was present on the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d224 ICD implanted: 2013 (B)(6); abdominal stent graft implanted: 2014 (B)(6). (B)(4).